Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that the high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported during a routine follow up appointment, that the battery in this device was suspected to be depleting prematurely. In 2018, the battery indicated ten years remaining and an interrogation in february, 2019 the battery level decreased to five year, five months remaining. At the most recent device check in july 2019, the remaining longevity was two years, five months. At this time, the physician will be monitoring this device over the home monitoring equipment. The device remains implanted and in service. No adverse patient effects were reported. Additional information was received that a revision procedure was completed, and a new device implanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time the device remains implanted and in service. If the product is explanted and returned, analysis will be performed and this report would be updated.

Event description:
It was reported during a routine follow up appointment, that the battery in this device was suspected to be depleting prematurely. In 2018, the battery indicated ten years remaining and an interrogation in (B)(6) 2019 the battery level decreased to five year, five months remaining. At the most recent device check in (B)(6) 2019, the remaining longevity was two years, five months. At this time, the physician will be monitoring this device over the home monitoring (latitude) equipment. The device remains implanted and in service. No adverse patient effects were reported.